Manufacturer narrative:
Product investigation is currently underway. A supplemental final report will be filed upon investigation completion. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identified (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this pacemaker was found to be in safety mode during a routine check. Patient is not patient pacing dependent and was asymptomatic. The device is scheduled to be explanted at a near future date. Currently, this device remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating that the device was explanted and replaced with a new device. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be in safety mode during a routine check. Patient is not patient pacing dependent and was asymptomatic. The device is scheduled to be explanted at a near future date. Currently, this device remains in service and no adverse patient effects were reported.